Event description:
It was reported that the bard 18 fr urological catheters were twisted and the guiding nib did not line up with the coude tip. It was stated that it was difficult to ensure the catheter tip was pointing up and there were 17 catheters from a 10 box order. The patient experienced pain and bleeding. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. One samples was confirmed to exhibit the reported failure. An orange coude tip catheter was returned unopened in original packaging. The coude tip appeared to be misaligned with the coude indicator. The catheter was straightened and taped down. The tip was still misaligned with the indicator. A potential root cause for this failure could be "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed manufacturing related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the bard 18 fr urological catheters were twisted and the guiding nib did not line up with the coude tip. It was stated that it was difficult to ensure the catheter tip was pointing up and there were 17 catheters from a 10 box order. The patient experienced pain and bleeding. No medical intervention was reported.